Manufacturer narrative:
Device finally retrieved and returned for analysis.

Event description:
Reportedly, during a normal procedure to change the subject ICD, the left ventricular lead was blocked. When screwing, the screw turn on itself. The screw falls when the defibrillator was moved. Physician used a scalpel to deliver this lead. Finally there was a click and the lead could be extracted. Physician wants to know why the lead was blocked and why it was difficult to screwing. The device will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a normal procedure to change the subject ICD, the left ventricular lead was blocked. When screwing, the screw turned on itself. The screw falls when the defibrillator was moved. Physician used a scalpel to deliver this lead. Finally there was a click and the lead could be extracted. Physician wants to know why the lead was blocked and why it was difficult to screwing. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during a normal procedure to change the subject ICD, the left ventricular lead was blocked. When screwing, the screw turned on itself. The screw falls when the defibrillator was moved. Physician used a scalpel to deliver this lead. Finally there was a click and the lead could be extracted. Physician wants to know why the lead was blocked and why it was difficult to screwing. The device will be returned for analysis.

Manufacturer narrative:
Following our investigation, the subject device was retrieved from the transport company and received in our laboratory for analysis. As a consequence, the complaint is reopened.

Event description:
Reportedly, during a normal procedure to change the subject ICD, the left ventricular lead was blocked. When screwing, the screw turn on itself. The screw falls when the defibrillator was moved. Physician used a scalpel to deliver this lead. Finally there was a click and the lead could be extracted. Physician wants to know why the lead was blocked and why it was difficult to screwing. The device will be returned for analysis.

Event description:
Reportedly, during a normal procedure to change the subject ICD, the left ventricular lead was blocked. When screwing, the screw turn on itself. The screw falls when the defibrillator was moved. Physician used a scalpel to deliver this lead. Finally there was a click and the lead could be extracted. Physician wants to know why the lead was blocked and why it was difficult to screwing. The device will be returned for analysis.

Manufacturer narrative:
Refer to attached report.

Event description:
Reportedly, during a normal procedure to change the subject ICD, the left ventricular lead was blocked. When screwing, the screw turn on itself. The screw falls when the defibrillator was moved. Physician used a scalpel to deliver this lead. Finally there was a click and the lead could be extracted. Physician wants to know why the lead was blocked and why it was difficult to screwing. The device will be returned for analysis.